Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The patient presented to the emergency room with cloudy fluid and abdominal pain (manifestations of the peritonitis). The same day the patient started treatment with intraperitoneal unknown antibiotics then was subsequently discharged home. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from this peritonitis event and antibiotic therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.